Event description:
The facility reported a colleague infusion pump with a malfunction of a cracked v block. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of battery damage was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A device history review was performed with no exceptions found during manufacturing.